Event description:
It was reported that following a coronary artery stenting treatment procedure, thrombosis occurred. The initial procedure was emergent due to myocardial infarction. The 99% stenosed target lesion was in the first diagonal artery. The lesion was predilated with a 2.5x20mm maverick2 balloon catheter. A 2.5x20mm liberte bare metal stent (bms) was implanted to treat the target lesion. The stent was considered to be well positioned and well apposed by angiography. Six days later, the pt experienced persistent chest pain for 20 minutes. Angiography revealed complete occlusion due to thrombosis inside the previously implanted liberte bms and "other branch of this". The thrombosis was treated with kissing balloon angioplasty with non-bsc 2.5x20mm and 2.0x20mm balloon catheters with an "excellent outcome". The pt was taking 300mg asa and 75 mg clopidogrel at the time of the thrombosis event and was anticoagulated for 48 hours with heparin. There were no additional pt complications reported with the patient's current condition listed as "stable".

Manufacturer narrative:
The complainant indicated that the device will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.